Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that during setup with a patient on the table an activation code on the integrated electrosurgical unit (iesu) [erbe] u-02 was observed. Prior to calling in, customer hard power cycled system and power cycled erbe multiple times; however, the error persisted. Tse walked the customer through disconnecting erbe foot pedal connectors and hard power cycling the erbe 4 times; however, the error persisted. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem was not able to be confirmed using artemis. Upon visual inspection there was an issue found that would be related to the reported event. The erbe was tested using the system, the unit displayed error u-02 on start; erbe log error,c-00 10/30/2025 10:37 am. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.